Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: this is our demo device, we shifted this device through courier to one hospital for workshop then device got defect during transit. There is no physical damage inside and outside of the carton box but device shows technical fault:232006(blower temp sensor defect alarm) and self test failed. Since this device is used for demonstartion purpose, no patients harmed and there is no delay in treatment. Log file is not available, we asked our sales team to send the device to service workshop to repair that device. We will upload the log file once we recieve the device.

Event description:
The following was reported to hamilton medical ag: summary: this is our demo device, we shifted this device through courier to one hospital for workshop then device got defect during transit. There is no physical damage inside and outside of the carton box but device shows technical fault: (B)(4)(blower temp sensor defect alarm) and self test failed. Since this device is used for demonstartion purpose, no patients harmed and there is no delay in treatment. Log file is not available, we asked our sales team to send the device to service workshop to repair that device. We will upload the log file once we recieve the device.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.